Manufacturer narrative:
H4: the lot number was not provided therefore the specific manufacturing date could not be recorded. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Since the lot number of the complaint device was unknown, the DHR for over the past year prior to the date of occurrence (22k~31k) was inspected. Based on the condition of the subject device and information obtained, replication testing under the following condition was carried out by using an aomori olympus bw-412t. Breakage of the wire was replicated under the condition described in 4. Condition 1: the brush was inserted into/ withdrawn from the suction channel of the endoscope. (Repeated 3 times) condition 2: the brush was slowly pulled out of the endoscope opening with the shaft being straight against the insertion direction condition 3: the shaft of the brush was withdrawn diagonally with great force (vigorously) from the endoscope in the direction of the endoscope opening. Condition 4: the brush section was repeatedly bent and stretched with fingers. Result: condition 1:the wire bent. However, the breakage of the wire could not be replicated. Condition 2:the wire bent. However, even after the brush was repeatedly inserted into/ withdrawn from the endoscope 30 times, the breakage of the wire could not be replicated. Condition 3:the wire bent. However, even after the brush was repeatedly inserted into/ withdrawn from the endoscope 30 times, the breakage could not be replicated. Condition 4:the wire broke after bending and stretching the wire repeatedly 7 times. Based on the results of the investigation: event 1: tip of the channel cleaning brush remains in the channel of the scope the root cause of event 1 could not be identified. Event 2: incorrect reprocessing (used with reprocess performed according to a procedure different from the instruction manual) it was determined that the facility using one channel brush for multiple endoscopes caused the reported event. The reason why the facility performed incorrect reprocessing by not following the instructions for use (IFU) was determined. A likely mechanism causing the breakage of the wire of the brush might be the following: 1) one channel brush was used to clean multiple endoscopes. 2) the wire was bent more than usual. This applied a greater force to the wire. 3) the wire of the brush was broke due to fatigue fracture. This caused cracks in the wire. 4) the brush was inserted into/ withdrawn from the endoscope. This applied grater bending force to the wire. 5) the wire broke at the cracks. However, the circumstances surrounding the event were unclear, and the root cause of event could not be identified. The following is included in the IFU: "after using, carefully check that no parts of the brush have fallen off inside the endoscope's suction channel. If this inspection determines that a part or parts of the brush have come off during cleaning, immediately retrieve them by passing a new instrument or other endotherapy accessory through the channel. Any part of the brush remaining in the channel after cleaning can drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it may not be recoverable by passing a new instrument or other endotherapy accessory through the endoscope's suction channel. In this case, contact olympus." "Do not withdraw the instrument quickly from the equipment being cleaned. Doing so may cause operator's infection or irritation from the splashes of patient blood/mucus and detergent solution." "Exchange this instrument for new one if the brush head is deformed (see figure 4) or the shaft is kinked or deformed (see figure 5). Using a damaged instrument may cause the shaft to be broken, and the broken shaft and/or brush head may remain inside the endoscope¿s channel." "Do not withdraw this instrument from the openings of the endoscope at an extreme angle against the insertion direction or with excessive force (see figure 6). Withdraw this instrument slowly with the shaft straight against the insertion direction of the openings of the endoscope (see figure 7,8). Withdrawing the shaft at extreme angel may cause the shaft to be broken and the broken shaft and/or brush head may remain inside the endoscope¿s channel. After withdrawing this instrument from the endoscope, check that there are no abnormities of the brush." "This instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a broken wire on the channel brush (and presumably, remained in the forceps channel of the scope). A magnified observation of the broken part of the wire revealed that the wire near the broken part was bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the single use combination cleaning brush, the brush was damaged and fell into the endoscope forceps channel. The issue occurred during reprocessing, there was no delay to the diagnostic procedure (upper endoscopic screening test), and it was not known whether the patient was under general anesthesia or sedation at the time of the event. The procedure was completed, and the other device used at the time of the issue was a gastrointestinal videoscope. There was no patient harm associated with the event. The customer also reported that this single use device was used repeatedly until it breaks. Based on that information, the following reprocessing method was provided: bedside washing, aw (air/water) washing adapter used, external surface washing and brush insertion at sink, cleaning and disinfection with oer 3/5 solution.

Manufacturer narrative:
This report is being supplemented to provide information that the subject device was returned to the olympus aomori location on 03apr2023.